Event description:
A presurgical pt with a diagnosis of knee surgery had a serum drawn on 9/24/96 and run on the kit for a positive result. The surgery was delayed. The dr stated that per the pt history, the pt is not pregnant. The pt then had a pregnancy test performed on her own for a negative result. On 9/30/96 the pt had serum drawn. The serum from 9/24 and the serum from 9/30/96 were both tested with the same lot and both were weak positive. The same serum sample from 9/30/96 was sent to another clinic where the analyzer gave a negative result. The sample was then sent to the ref lab for qualitative and quantitative testing. The result was equal to <2mlu/ml on another device and negative on another co's device.